Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. ¿battery not working¿, and ¿base hardware failure¿ alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problems. It was determined that the interconnect board and the radio board were the root causes. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the interconnect board needs to be replaced. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.